Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range pacing impedance and high capture threshold were observed. Patient was asymptomatic. The lead will continue to be monitored.